Event description:
It was reported by the customer when using the hd autoclavable camera head, there were issues with the metal framework, and the mechanism for holding the camera was twisted. There was no report of patient harm or injury associated with this complaint.

Manufacturer narrative:
The device has been returned and the evaluation is pending completion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. The initial medwatch reported issues with the metal framework and the mechanism for holding the camera was twisted. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.